Event description:
During delivery of first device, a short black introducer piece was observed but then was lost sight of. There was difficulty with the device so it was removed and a second one was placed but also failed. During follow-up a month later a foreign body was seen in the distal common carotid artery extending into the external carotid artery. There is no evidence of clot formation.the device, a delivery catheter, is itself delivered over a guidewire or primary wire to a point past the site of the stenosis in order to catch particles that become bloodborne during a subsequent interventional procedure. The introducer piece referred to is called the "primary wire exit collar" and it assists the user in placing the "capture wire" that contains the embolism filter into the catheter at the same time as the primary wire is prepared for being pulled back through a separate exit port. Once the two wires are prepared the collar is supposed to be removed and the catheter can be fed over the wire while the back end of the primary wire exits through its port. In this case, the collar was carried in as the catheter was fed in but it made the deployment difficult. It then came off and was in the artery and getting in the way when the second one was deployed.